Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes are pushing off from the acquisition device. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes are pushing off from the acquisition device. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 11 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.